Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed no delivery during a bolus, and then a motor error after the rewind. The blood glucose reading was 500 mg/dl. The customer was treated from the insulin pump. The caller was unable to troubleshoot at the time and was advised to call back if the issue continued.